Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller states patient tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.5 inr. Patient was sent to the hospital following a stroke. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.